Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the reason for the call was that the patient was not feeling stimulation sensation. It was reviewed it was not necessary to feel stimulation sensation as long as the patient was getting adequate therapeutic effect. The patient initially confirmed they were getting therapeutic effect. For example, they would typically experience eight bouts of diarrhea where they were out of control and would normally soil themselves six times, and now they were only soiling themselves two times and were able to get to the bathroom faster. The patient indicated they understood the therapy was not a cure, however, their only complaint was that they were a nervous wreck the morning of the report, and as the stimulator pulsed they would shoot yellow bile out. External device use and how to confirm therapy was on was reviewed with the patient. They were redirected to their doctor if the issue persisted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of their lack of stimulation sensation and cause of their intermittent stimulation was determined but didn't provide a likely cause/steps taken. The patient noted these issues to be resolved.